Event description:
A pt was implanted with a femoral nail approx 3 months ago. During a f/u visit the nail was noted to be broken and the pt was returned to the operating room on (B)(6) 2012 for removal and revision. This report is #1 of 2 for the same event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.